Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was undersensing and over pacing, and had functional loss of capture when the stimulus lands in the refractory period of the qrs. The device remains in use and no patient complications have been reported as a result of this event. (B)(6) 2011 it was further reported that the patient had expired approximately 1 month after the tech service call. Follow up information has been requested and not yet received. No further information has been reported to allege that the device is involved in the patient's death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow up on the cause of death was inconclusive. Additional information will be provided as it becomes available.

Event description:
It was reported that the device was undersensing and over-pacing, and had functional loss of capture when the stimulus lands in the refractory period of the qrs. The device remains in use and no patient complications have been reported as a result of this event.